Manufacturer narrative:
The device was returned to olympus and the evaluation found: the aw-cylinder (tube) has foreign objects. Based on the results of the investigation, the most probable cause of the identified failure is cause traced to failure to follow instructions. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the aw-cylinder (tube) has foreign objects.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrections to fields e1, e3, e4, g4, h6, h8, h11, and updates to fields b5 and g1. The device was returned to olympus for inspection and the reported b30 scope communication failure was confirmed. The colonovideoscope's air/water tube also had foreign objects. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error e216 occurred. A definitive root cause for the foreign object findings could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. A definitive root cause for the scope communication errors could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had a b30 scope communication error. It is unknown when the event occurred. There were no reports of patient harm.